Event description:
Low advia centaur cea results were obtained on a patient sample and discordant when compared to the patient's clinical condition and other cea test method results. There was no known report of adverse health consequences due to the discordant low cea results.

Manufacturer narrative:
The cause for the discordant advia centaur cea results compared to the other test methods and the patient's clinical condition is unknown. The patient sample was tested and negative for heterophilic antibodies. The discordant cea results may be attributed to an unidentified interfering substance. The instruction for use (IFU) limitation section states: note: do not interpret levels of cea as absolute evidence of the presence or the absence of malignant disease. Measurements of cea should be used in conjunction with other diagnostics procedures, including information from the patient's clinical evaluation. The concentration of cea in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Cea determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not use the advia centaur cea immunoassay as a screening test for diagnosis. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. The instrument is performing within specification. No further evaluation of the device is required.